Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through two (2) clearlink system secondary medication sets. The secondary intravenous (IV) medication was setup and the bag would not flush the line; therefore, the nurse pushed the connection spike higher into the bag. After pushing the spike higher into the bag, the line flushed successfully; however, there was no flow of medication when the infusion to the patient was started. The set was replaced and the same issue occurred again. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.